Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder blood leaked from the holder. Rubber sleeve did not retract properly. The following information was provided by the initial reporter: blood leakage from the holder. Rubber back sleeve did not retract correctly. Due the blood collection when customer changed tubes the rubber sleeve in the holder, did not retract correct. Blood leaked in the holder. This occurred after 3-4 tubes due the blood collection. I will meet the f2f asp. More information will come.

Manufacturer narrative:
D1: medical device brand name: bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. Initial reporter address: vårdcentralen vessigebro ringvägen 15. H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text: see h.10.